Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system ((B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient treatment, the user observed air trap alarm from thermogard xp ivtm system ((B)(4)) and the console displayed mid:09 (air trap assembly) error message. The user noticed empty saline bag and found saline traces all over the console and on the floor. With the help of zoll tech support, the cause for the leak was found and it was due to the leaking suk (lot # unknown) kit. The user cleaned the console as per the advice from zoll tech support. However, the console displayed "air trap" warning message again. Zoll tech support advised the user to set up new tubing and the user noticed fluid traces remains in air trap. Advised the user to clean the console thoroughly and to restart the console. Despite drying the console thoroughly, the "air trap" warning message couldn't be cleared. The patient was hospitalized due to neurogenic fever. The reported incident occurred on (B)(6) 2018, and the patient has been on the treatment with thermogard xp ivtm system since (B)(6) 2018, for fever management. The patient has been placed on the surface cooling machine to continue the treatment. No known impact or consequence to patient information was available.